Event description:
It was reported that the patient was experiencing severe back pain following a superion indirect decompression spacer implant procedure. The patient was admitted to the emergency room where an x-ray was taken which revealed that the patient had a process fracture at the level of the spacer implant. The device remains implanted. No further information has been obtained despite good faith efforts.